Event description:
Additional information received on (B)(6) 2016 reported that the patient first started experiencing the broken extension cable one year prior to date of additional information. As a result the patient had worsened bradykinesia as a symptom. An x-ray was performed in order to confirm the extension cable was broken but the cause of the break was not determined.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension.

Event description:
A healthcare provider reported that more recently, it was clear that patients ipg on the right side was not working. It was found to have a broken extension cable. The extension was replaced along with a new ipg in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.